Event description:
The reporter stated that the device had a bad lcd. During evaluation it was discovered that the alarm sounded bad. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint was verified - the lcd was missing some segments. During evaluation the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.